Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the neurostimulator (ins) was turning off and they were not sure why. The patient stated when they met with the rep they changed programs. Patient stated they noticed the ins turning off 2-3 days ago. Rep stated the ins had been charging so fast and met with the rep on august 8th. Patient stated that's why the rep had stated the device was off. During the call, the patient connected with remote and was showing lightning bolt and a few minutes later lightning bolt went out. Patient stated it was hard for patient to feel whether the device was off/on. No further complications were reported/anticipated.